Event description:
Boston scientific received information that the patient with this lead experienced a syncopal episode and resented to the hospital. It was determined this lead was fractured. A revision procedure was performed. This lead was repaired with an adaptor and remains implanted and in service. No further patient symptoms were reported.

Manufacturer narrative:
According to available information, this lead was repaired and remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.